Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A patient specific implant request form was received for the patient's left elbow. Noted on the form: "revision of previous stanmore custom proximal ulna replacement due to loosening of the humeral stem. Now humeral stem loosened but ulna stem and body well fixed. Need to revise humeral stem and body to larger cemented stem with anterior flange that articulates with the stanmore ulna hinge."